Event description:
A report was received that the patient had difficulty charging ipg out of hibernation. It was also reported that the patient had a hard time placing the charger over the ipg site due to body contour and there was excess tissue or skin on the ipg site. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement procedure. No device malfunction suspected. The patient was doing well postoperatively. The explanted ipg was not returned to bsn as it was kept by the medical facility.

Event description:
A report was received that the patient had difficulty charging ipg out of hibernation. It was also reported that the patient had a hard time placing the charger over the ipg site due to body contour and there was excess tissue or skin on the ipg site. The patient will undergo an ipg replacement procedure.